Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sensor signal loss while using a dexcom g7 continuous glucose monitor (cgm) with the ilet system; the issue was characterized as an intermittent communication failure and associated with an electrical/magnetic component, specifically the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between components consistent with intermittent communication failure and involvement of the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.